Manufacturer narrative:
The device was returned to olympus for evaluation. The user facility report was confirmed and found a faulty printed circuit board. Olympus is pending approval of the service estimate from the user facility to complete service/part replacement. If new and/or additional information becomes available, a summary will be provided in a supplemental report. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the buttons to turn the monitor on do not always work. There was no patient involvement associated to this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the root cause has not been identified. However, the legal manufacturer reported that the probable cause for the reported event was as follows: ·the indication phenomenon was caused by breakage of the video processing board (qb board). ·the cause of the breakage of the video processing board could not be identified because the actual device was not returned. The event was caused by the normal deterioration over time in light of the fact that five years and one month have passed since the device was manufactured.